Manufacturer narrative:
Video of the procedure was sent to numed for review. This video was forwarded to physician consultants for review. The following comments were made: "apparently early po patient with metal sternal wires, thus older pt not neonate (age > 6 weeks ?). Probably very thick atrial septum = tough stiff , most likely "untearable"(should have been resected at operation (preferred option), (or balloon dilated or stented), but not teared (because need of tremendous force predictable). Very hard pull on catheter with excessive length: cf wire from way out in pv with curl, pulled back until ra-icv junction : this is an enormous distance for rashkind procedure. Looks like balloon detaches from catheter after balloon crosses atrial septum and is pulled "into" ivc level. Detached balloon in ra, moves apparently to la. Undeflated balloon may embolize and obstruct distal vessel." IFU z6 review by consultant on all of the aspects that were not adhered to by the physician: indications : infant less than 6 weeks: older children have typically an excessive thick-strong-tough septum which is nearly "untearable." Pull on catheter: for an excessive length (>> 10 cm) whereby the balloon is pulled through the septum, through ra, with blocking at entrance vci; at that point the balloon is pulled apart from the shaft; this is considering the strength and distance "not unexpected" of next point. IFU clearly states: "this pulling maneuver must be stopped at the inferior vena cava-right atrial junction and the balloon rapidly readvanced into the right atrium (since balloon is non-compliant, it will not conform to the shape of the ivc and tearing is a possibility)." Two comparative catheters were tested for bond and shaft strength. One was the same catalog number (z6135) but a different lot number, and one was a z-5 catheter of the same size (spt003-13.5mm) that used the same shaft tubing during manufacturing. The balloons of both catheters were passed through a 7mm ID ring and silicone sheet. The balloons were then inflated to the rated volume of 2.0cc and pulled through the silicone sheet and ring until either the balloon or the bond failed. The z6135 device failed at 60.77 n with the proximal balloon stem ripping out first. The spt003 device failed at 34.64 n with a pinhole in the balloon. The proximal balloon bond of the spt003 was also tested and failed at 42.77 n with the proximal balloon stem ripping out. The z6135 could not be tested at a second location due to the failure in the initial test. All results exceeded the acceptance criteria for this device outlined in the in vitro bench testing report, which required a minimum of 10 n at the catheter body to balloon and inner tubing to balloon bond locations. This failure of this device is due to intentional off label, unapproved, and contraindicated use as well as failure to follow the instructions for use. A review of the device history record was performed and no issues were noted. There are no other complaints associated with this device lot number. A review was also performed on the shaft tubing, balloon, and balloon tubing used to manufacture this lot of devices. No other complaints were associated with any of the components listed to manufacture this lot of devices.

Event description:
Catheter fracture. Z-6 13.5mm balloon with emobolization of the distal fragment to the pulmonary trunk. Fragment was successfully removed during emergency surgery.